Manufacturer narrative:
Initial and final MDR 1890806 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-may-2024, it was reported by the patient that two infusion set cannula fell off during use. Patient replaced infusion set and resumed insulin successfully. No further information was available.